Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that via merlin.net, far p wave oversensing was observed. Programming changes were recommended.